Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, low amplitude, and low out of range pace impedance measurements. Boston scientific technical services discussed the dramatic change in impedance a little over a month post implant could be a sign of a connection issue and suggested testing the system. The device remains in service. No adverse patient effects were reported.